Manufacturer narrative:
It was reported that the patient suffered a dislocation of their hip implant. Revision surgery occurred on (B)(6) 2021 where an exchange to dual mobility and head exchange were performed. There was no damage to any device discovered. The surgeon believes the dislocation was related to a spine deformity that the patient has. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient suffered a dislocation of their hip implant. Revision surgery occurred on (B)(6) 2021 where an exchange to dual mobility and head exchange were performed. There was no damage to any device discovered. The surgeon believes the dislocation was related to a spine deformity that the patient has.